Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received two used nexiva 24ga units in opened packages from catalog number 383511, lot number 7235512. Through the visual examination, the extension tubing was separated from the clear port of the winged adapter on both returned units. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions, CAPA#684099, have been initiated to monitor the reported issue. DHR was performed and all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. One qn was initiated on the build of this lot that could impact the outco of the quality of the product relevant to the defect stated.

Event description:
It was reported that two bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced tubing separation from adaptor/luer connector. The following information was provided by the initial reporter: material no.: 383511 batch no.: 8235512 per uf report # 2201760000-2019-801: on two separate occasions, the rn inserted an IV catheter on a patient and both times when the nurse was removing the stylus, the tubing became disconnected from the closed system, and had to be removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced tubing separation from adaptor/luer connector. The following information was provided by the initial reporter: material no.: 383511, batch no.: 8235512. Per uf report # (B)(4): on two separate occasions, the rn inserted an IV catheter on a patient and both times when the nurse was removing the stylus, the tubing became disconnected from the closed system, and had to be removed.